Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore, unable to proceed with product investigation at this time. A lot code was provided by the reporter. A lot check has been completed in the safety database. No other adverse event cases were received for lot number 4035786000. Full eval will occur upon receipt of the returned product.

Event description:
Brush head broke [device breakage]. No adverse event. Case description: a (B)(6) year old consumer reported that while using an oral-b rechargeable toothbrush, version unk, two oral-b dual clean brush heads broke. No symptoms developed.